Manufacturer narrative:
Block b3: exact date unknown, event occurred several years prior to the date the manufacturer became aware. Block d2b: additional applicable product code: qrb.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure as it was no longer functioning as intended. The explanted device was not returned as it was discarded.